Event description:
It was reported that post procedure the pt had a disc prolapse as a result of pressure applied by the inferior end plate of the vertebral body. Although confirmed details are not available at this time, surgery was performed to investigate the disc prolapse.

Manufacturer narrative:
A review of the device history records did not reveal any discrepancies related to the complaint. The lot met all specifications prior to release. The device was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported incident.